Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation - evaluation. A review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, as well as a functional test, visual inspection and dimensional verification of the returned device was conducted during the investigation. Two 8.5fr mac-loc catheters in used condition were returned for evaluation. The first catheter was returned in the locked position, while the second was unlocked. Biological matter was present on both devices with no additional surface damage noted. A leak test conducted confirmed the presence of a leak between the catheter tubing and the connector cap in both devices. Tug and twist tests revealed that the proximal assemblies were secure, however, the tubing of the second catheter was noted to be capable of rotation within the cap. It is possible that the tubing became dislodged during use. Upon removal of the connector caps, the suture string was found wound in the threads in both devices. For the first catheter, the flare appeared lopsided and had a minor lip, while the second catheter flare appeared lopsided and oblong. Due to the compression of the flare within the cap and the potential for damage upon removal, it cannot be determined if the flares were manufactured to specifications. Dimensional analysis of various measurements determined that the device was manufactured to the correct specifications and tolerances. Upon visual inspection, the threads showing on the second catheter exceeded what was detailed in manufacturing instructions, indicating nonconforming product. Additionally, a document based investigation evaluation was performed and based on the documentation, inspection activities are in place to prevent the release of nonconforming product related to the reported failure mode. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there was one other reported complaint for this lot number for the same failure. Based on the information provided, the examination of returned product and the results of our investigation, a definitive cause could not be established. Appropriate measures have been taken to address this failure mode. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Occupation: unknown. (B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the patient required an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter to be exchanged due to leakage between the catheter and the hub. The device had been placed in the biliary duct for drainage. It was replaced successfully with an unspecified product.